Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via (B)(4), (B)(6) 2026 that their reliance vision multi-chamber washer/disinfector is receiving an "pv chemical out of range" alarm. No report of injury.